Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. (B)(4).

Event description:
The customer reported fluid leaked under the instrument near the manual probe area involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The customer replaced damaged/cut tubing toward the blood sampling valve (bsv) and resolved the fluid leak issue. System startup and all controls passed within specifications. The facility has an exposure control and risk management plan in place.